Manufacturer narrative:
H3: 8784 (B)(6)-the catheter was returned and no significant anomalies were found. The 8784 (B)(6) was returned and analysis determined the collet was not fully locked into place. The 8782-was returned and analysis identified the collet was detached from the catheter to catheter connector. Continuation of d10: product ID 8784 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type catheter product ID a810 lot# serial# implanted: explanted: product type software product ID 8782 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: product type catheter product ID 8784 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported the catheters will not be returned as the customer discarded them.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Product ID: a810, product type: software. Product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 08-apr-2021, UDI#: (B)(4), product ID: 8784, serial/lot #: (B)(4), ubd: 04-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a clinical study and a manufacturer representative (rep) regarding a patient receiving fentanyl 2000 mcg/ml at 600.2mcg/day, bupivacaine 20 mg/ml at 6.002 mg/day, and hydromorphone 1 mg/ml at 0.3001 mg/day via an implantable pump. It was reported on (B)(6) 2021 the patient fell and landed on their bottom. Examination revealed the pump pocket was swollen with fluid. 24 to 25ccs of clear liquid fluid was aspirated from the pump site prior to filling. On (B)(6) 2021 the patient called stating they cannot feel bolus, and the pump site was enlarging/swelling with increased pain. On (B)(6) 2021 a catheter dye study was performed and failed. It was noted no dye was seen in the spinal canal, and dye was seen leaking at the pump. There was a possible disconnection from the pump or spine. On (B)(6) 2021 the catheter was explanted/replaced. A new pump segment and collet were implanted. It was noted the catheter disconnected at the collet. The collet was noted to be broken when they went into the midline incision and leaking cerebrospinal fluid (csf). The outcome of the event resolved without sequelae on (B)(6) 2021 . The patient's status was alive-no injury. The device diagnosis was catheter disconnection at pump and the clinical diagnosis was swollen pump site. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2021. Medications included cephalexin 500 mg capsule, hibiclens 4% topical liquid, morphine 15 mg tablet, and mupirocin 2% topical ointment. Allergies include bee venom protein (honey bee). A review of the session logs reported the previous/beginning session date was (B)(6) 1969 and showed the pump was delivering water 1000 mcl and the dose was water 6.35843 mcl/day.